Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [u1910106] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during a shoulder repair, the silver cover (return electrode) of the tip of a vapr tripolar90 suction electrode has detached from the tip insulator. The device was received and evaluated. Visual inspection revealed that the cable was cut. The suction tube shows saline residues. The metal cap is detached from the tip of the electrode. Due to the fact that the cable is cut, the functional test could not be performed. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be related to the device was dropped onto a hard surface and heavy manipulation of the electrode at the moment of use. A manufacturing record evaluation was performed for the finished device [u1910106] number, and no non-conformances were identified at this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in (B)(6) that during a shoulder repair surgery, it was observed that the silver cover (return electrode) on the tip of a vapr tripolar90 suction electrode detached from its tip insulator. They removed the silver part and took another electrode of same kind to continue the surgery, all fragments were removed. No surgical delay or patient consequences reported. No additional information was provided.